Event description:
Per the clinic, the patient implant receiver/stimulator has been extruded on the magnet site. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
The previous follow-up MDR#1 submitted on october 29, 2025, was filed inadvertently using the incorrect report number. Per the clinic, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.